Event description:
It was reported that during an unknown procedure after firing tack showed as incomplete the patient needed a second surgery.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information has been requested; no response has been received to date.

Manufacturer narrative:
(B)(4). The analysis results found that one 6r45b reload was received in good visual condition and fully fired. No functional testing could be performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis.